Manufacturer narrative:
It has been confirmed that the stem that was implanted in this patient was a competitor device; therefore, this record will be cancelled.

Event description:
Broken ceramic ball head. Revision with replacement of the stem and the ball head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Broken ceramic ball head. Revision with replacement of the stem and the ball head.